Event description:
It was reported by the hospital that the patient's lead and generator were replaced due to high impedance and battery depletion. A lead fracture was observed. The hospital indicated that a couple of years ago the lead was repaired at a different location than the fracture. The repair is reportedly visible on the lead. No further relevant information has been received to date. The suspect device has not been received to date.

Manufacturer narrative:
Device available for evaluation?, corrected data: return of the suspect product was inadvertently excluded from supplemental MDR 1.

Event description:
The explanted products were received for product analysis. Product analysis was completed on the returned generator. Product analysis did not replicate battery depletion. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Product analysis was completed on the returned lead. The electrode array was not received for product analysis. There were two portions of the lead wrapped with pieces of white tubing that were attached with black sutures. These are presumably the lead repairs previously reported by the surgeon's office this white tubing covered abraded openings in the outer silicone tubing. One additional abraded opening in the outer tubing was identified. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. Four lead fractures were also identified. The connector ring coil was broken in two places close to one of the white tubing repairs. In this location there were also multiple abraded openings in the outer and inner tubing. At one break, scanning electron microscopy (sem) identified extensive pitting which prevented identification of the fracture type. Sem on the second break showed that the area was worn to the point of fracture with flat spots on the coil surface with no putting. At the same place, the connector pin coil was broken and appeared to be melted on both sides of the break. The melted coil is believed to be due to exposure to a high temperature device like an electrocautery tool during the explant of the lead. The connector pin and connector ring coils were found to be broken at the end of the returned portion of the lead at the electrode array end. Sem found evidence of a stress (fatigue appearance) induced fracture at the connector pin fracture. At the connector ring fracture in this location, sem found evidence of fracture due to fatigue and rotational forces with pitting on one of the coil strands. Based on the pitting found on the lead, it is believed that stimulation was present for some time after lead fracture occurred. Product analysis identified no further anomalies in the returned portion of the lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.

Event description:
It was reported through clinic notes that the patient had high impedance x-rays were taken and the radiologist identified a lead fracture at the base of the patient's neck. The vns was left on. No further relevant information has been received to date. No known surgical intervention has occurred to date.